Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown . Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use it was discovered that label on box was missing lot information with a bd vacutainer® safety-lok¿ blood collection set with pre-attached holder. The following information was provided by the initial reporter, translated from (B)(6) to english: we received a box ref 368655 without lot number and therefore unsaleable in its state.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing batch number with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that prior to use it was discovered that label on box was missing lot information with a bd vacutainer® safety-lok¿ blood collection set with pre-attached holder. The following information was provided by the initial reporter, translated from french to english: we received a box ref 368655 without lot number and therefore unsaleable in its state.